Manufacturer narrative:
Philips service replaced the control pcb in anode converter, control pcb in cathode converter, and converter 8e velara, reloaded software, and restored the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that converter 1 in the x-ray generator shorted, causing fluoroscopy failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.